Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted fresenius technical support (ts) to report a fluid leak that occurred during fill 2 of the patient¿s treatment. A filling slowly message appeared on the liberty cycler prior to discovery of the fluid leak. The fluid leaked from the patient line; there was reported to be a loose connection. No fluid was discovered on the external of the cassette or in the pump module area. The patient was advised to re-setup with all new supplies. No additional event details could be obtained through follow-up. The patient¿s pd registered nurse (pdrn) was not aware of the event. The pdrn stated the patient was seen at the clinic since the event, and they were not experiencing any symptoms or adverse effects due to the reported event. No medical intervention was required per the pdrn. The pdrn stated the patient is continuing pd therapy on the cycler without further issue. However, it was confirmed the patient was trained to perform continuous ambulatory pd (capd) therapy, as well as stat drains. The cycler set is not expected to be returned for manufacturer evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted fresenius technical support (ts) to report a fluid leak that occurred during fill 2 of the patient¿s treatment. A filling slowly message appeared on the liberty cycler prior to discovery of the fluid leak. The fluid leaked from the patient line; there was reported to be a loose connection. No fluid was discovered on the external of the cassette or in the pump module area. The patient was advised to re-setup with all new supplies. No additional event details could be obtained through follow-up. The patient¿s pd registered nurse (pdrn) was not aware of the event. The pdrn stated the patient was seen at the clinic since the event, and they were not experiencing any symptoms or adverse effects due to the reported event. No medical intervention was required per the pdrn. The pdrn stated the patient is continuing pd therapy on the cycler without further issue. However, it was confirmed the patient was trained to perform continuous ambulatory pd (capd) therapy, as well as stat drains. The cycler set is not expected to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.